Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was still leaking. A surgical procedure was performed, during which the cuff was determined to be too large for the patient. As a result, the cuff and balloon were removed and replaced with a new balloon and a smaller cuff. No additional complications were reported.